Event description:
It was reported that the patient presented to the emergency room with "withdrawal like symptoms" including shaking and when in the ER she had a heart attack and was admitted to the intensive care unit. The hcp was unable to find conclusive evidence of relationship of device to event. Dye and roller studies were performed and were reported to be negative. The drugs in the pump were compounded morphine 40 mg/ml; baclofen "2% and clonidine 1200 mcg/ml. The pump was emptied and filled with saline; the reporter was unaware if any volume discrepancies were present. The patient recovered without sequela. The patient would like to have the pump removed.